Event description:
It was reported that during the implant procedure that during the first fixation attempt the right ventricular leadless pacemaker (rvlp) jumped resulting in unstable measurements. Five pre-mapping attempts were made, no suitable location was found. It was no ted that impedance measurements would increase, no current of injury, and high pacing threshold. The rvlp was taken out of the body and it was noted that there was tissue around the electrode and the helix had extended, the rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.

Manufacturer narrative:
The reported events of capturing problem, high impedance was not confirmed, whereas the reported event of damaged helix was confirmed. Visual inspection noted the helix was out of specification, consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.